Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ infusion sample leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the sample leaked. Verbatim: pr for leakage sample 40.

Manufacturer narrative:
H.6. Investigation: a used sample was returned by the customer. Through visual inspection no defects or damages were found on the set. When the set was primed, leakage was noticed at the filter's vent. A device history record review could not be performed because a model or lot number was not provided by the customer. Probable identified cause is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent.

Event description:
It was reported that unspecified bd¿ infusion sample leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the sample leaked. Verbatim: - pr for leakage sample 40.